Manufacturer narrative:
(B)(4).

Event description:
The customer contacted philips hlthcare to report that the device displayed a "service unit" message. There was no reported pt involvement/adverse impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.